Event description:
It was reported that (1) lcsc5 was used during a laparoscopic donor nephrectomy procedure. It was reported by the rep that tip came detached from the device. It appears that one of the jaws (inactive tissue pad) is missing. Opened another device to complete the case. There was no consequence to pt.